Event description:
The patient contacted animas on (B)(6) 2012 reporting that yesterday the keypad buttons were not responding appropriately and then today the buttons will not work at all. The patient confirmed that the keypad is intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2010. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. On testing, the up arrow, contrast and ok keypad buttons were unresponsive. The down arrow button demonstrated intermittent response and delay. No hypersensitivity of the keys was observed. The keypad cover was removed for investigation and revealed adhesive contamination under all the key contacts.